Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. Following implantation of an epic stent, a 8.0mm x40mm x135cm sterling¿ balloon catheter was advanced for post-dilation. However, during first inflation at 3 atmospheres for 3 seconds, the balloon ruptured and contrast leakage was seen under fluoroscopy. The device was completely removed and the procedure was completed with an 8.00mm non bsc balloon catheter. No patient injuries and complications were reported.